Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, it was determined that the biometric identifier login issue. A technical support specialist (tss) confirmed the customer report of a 10 second delay during login, specifically from entering the user ID to the biometric identifier (bio ID) prompt appearing. A station level wireshark trace was captured and reviewed, revealing that the station was unable to reach the crl server. Hospital it (hit) subsequently allowed access from the stations to the crl server over port 80, resolving the connectivity issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user experienced lag between username and asked for biometric identifier scan. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.